Event description:
Analysis was completed for the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The battery measured 2.947 volts during the electrical test, and shows the battery was not at an end-of-service condition. The data showed that 80.131% of the battery had been consumed. An electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator attributed to clinical use of the device. Analysis was completed for the returned lead portions. The coil appeared to have dissolved in some areas with a greenish tint observed inside the inner silicone tubing. The connector pin coil appeared to be broken scanning electron microscopy was performed coil break and identified the area as being thin, having extensive pitting which prevented identification of the coil fracture type. The remaining broken coil strand appeared to be mechanically damaged. The abraded openings found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. No other anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present.

Event description:
It was reported that a vns patient was referred for a full revision. Clinic notes were received from visits on (B)(6) 2017 regarding a full revision for high impedance. On (B)(6) 2017 it was provided that the patient's seizure control is worse since the last visit. The physician stated that the vns had high lead impedance. On the visit on (B)(6) 2017 x-rays were reviewed and it was provided that the lead has fractured upon review of the x-rays. Surgery occurred and the explanted devices were received by the manufacturer. Analysis is underway, but has not been completed to-date. Additional relevant information has not been received to-date.